Event description:
It was observed during the device evaluation, that the bronchovideoscope c cover is burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the information obtained, the exact cause could not be determined, but it is possible that high-energy instruments (e.g., radiofrequency) were used without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.